Event description:
It was reported the pt experiences burning and heating at the ipg site with stimulation on. The pt stated her ipg site would get red and irritated. Reprogramming was unable to resolve the issue. X-rays were taken and no anomalies were identified. Surgical intervention was undertaken and the pt's ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.